Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that on (B)(6) 2024, patient experienced that the infusion set cannula was bent. At the time of the issue, blood glucose level was 350mg/dl. Within 3 hours of abdomen insertion customer noticed symptoms. Also, patient was regularly rotating location site. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01247 - device 2 of 2.